Event description:
The procedure was coil embolization to a superior cerebellar artery aneurysm, an envoy guide catheter was used along with an excelsior microcatheter and a navi balloon. The physician attempted to treat the aneurysm with the trufill dcs coil. While approaching the aneurysm, the physician did not check the cine, and an injury, vessel perforation occurred. When the physician realized this, it was confirmed that the coil was already placed and the hypotube was found projected from the vessel. The physician immeidately withdrew the microcatheter and the coil. The patient had breathing difficulties, was intubated and then transferred to the ICU.